Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the device repeatedly turning itself off. The cause was determined to be the patient not keeping up with recharging while traveling. To resolve the issue, the representative met with the patient's parents, performed a recharge interval check, reviewed the timeline, and encouraged establishing a more consistent recharging routine. The issue has been resolved, and this information has been confirmed by the physician.

Event description:
It was reported that the patient's stimulation had been turned off when his implantable neurostimulator (ins) was at 60% charged. Caller reports this has happened a couple of times, caller do not know the dates. Caller reports patient is not good at charging his device and had his ins depleted before in the past. Reviewed ins diary. Suggest seeing patient and access the charging diary.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.